Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the reported issue of the head restraint wires being damaged was confirmed. Both top cover wire strands were damaged. The front cover was also found to be cracked. During power up of the platform, a user advisory 7 (discrepancy between load 1 and load 2 too large) code was displayed. Load cell characterization confirmed that both load cells were over-reporting, causing the observed ua 7 code. A review of the archive did not show any ua 7 codes on the reported event date of (B)(6) 2014. There were however multiple ua 7 codes observed on other dates. Based on the investigation, the part(s) identified for replacement were the top cover, front cover and both load cells. In summary, the reported complaint of the platform displaying a ua 7 was confirmed during functional evaluation and attributed to both load cells over-reporting. The reported issue of the head restraint wires was also confirmed during visual inspection.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. The customer also reported that both head restraints were damaged. There was no report of any patient involvement. No further details were provided.